Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables malfunctioned. Reported. During the use the hotline system (l-70ni) it released fluid from the fluid heater through the lumen which conveys the infusion to the patient. Meanwhile, the infusion fluid flowed into the hotline heater. No injury or intervention.

Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed.after visual inspection was performed to sample unit no major visual defects can be observed in surface tube, neither crack or connection luer issues that could cause any reject on leakage test or condition reported in investigation complaint, however inside tube was found detached from the return connector. The root cause of the reported issue was found to be determined as lack of follow up procedure. Actions were taken to mitigate the reported issue: awareness notification for failure mode reported to production personnel was issued by the quality engineer, explaining issue reported, instructions marked in procedure.